Manufacturer narrative:
An isi field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. Fse replaced the universal surgical manipulator (usm) due to non-recoverable errors and a speaker cover due to a broken collar. The affected part (319978-02) involved with this complaint is a field scrap item and will not be returning to isi for further investigation. The system was tested and verified as ready for use. Intuitive surgical, inc. (Isi) received the usm involved with this complaint and completed the device evaluation. Failure analysis investigation confirmed/replicated the reported complaint. The unit was installed into the test system and it was ran in the normal mode. The unit triggered errors 1173, 1123, 1174, and 32056 pointing to the yaw axis. Sl and cva flat flex cable (ffc) were found with fluid intrusion (wet grease). The yaw sl printed circuit assembly (pca) was replaced to address the errors.

Event description:
It was reported that during a da vinci-assisted sigmoid colectomy surgical procedure, the customer encountered repeated error code 32056. Intuitive surgical, inc. (Isi) technical support engineer (tse) reviewed the logs and confirmed error code 32056 reported by the aca board in universal surgical manipulator #3 (usm3). Tse helped the customer disabled usm #3 and the errors were cleared. The surgeon needed all four usms for the procedure and elected to use another patient side cart (psc). Isi followed up with the initial reporter and confirmed that the procedure was completed robotically using second psc with no injury to the patient.